Manufacturer narrative:
A partial lead with the connector pin measuring 12.3cm was returned for analysis. External insulation abrasion was noted at 6.9-7.5cm and 11.7-11.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.9-12.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for high hv lead impedance. It was noted that the lead impedance had increased with respect to the upper limit but was still within the normal range. Programming changes were made. The patient later presented in clinic after receiving inappropriate atp therapy due to lead noise. The pocket was opened and an insulation abrasion was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.